Event description:
The reporter state that the surgeon was inserting a competitor's lens using a aq cartridge-fp and the cartridge tore the trailing haptics as the surgeon pushed the lens through the cartridge. No patient contact.